Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an incorrect time. A technical support specialist (tss) dialed into the station using remote support service (rss) and changed the time with command promptcmd) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system displayed an incorrect time that was delayed by approximately 20 minutes. The customer rebooted the device; however, the issue persisted. The customer further reported that the time discrepancy delayed medication dispensing by approximately 20 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.